Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient was presented with following pre-op diagnoses: pseudoarthrosis of l4 to s1 fusion. Degenerative disk disease. Procedure: anterior lumbar interbody fusion using abbott fidji cages of size 23 x 31 x 10 at l4-5 and l5-s1. Use of bmp with anterior lumbar interbody fusion. Revision of posterior lumbar fusion from l2 to s1. Replacement of transpedicular instrumentation from l2 to s1 posteriorly. Use of graft and bmp posteriorly with lateral intertransverse fusion from l2 to s1. As per-op notes¿.. Lordotic abbott fidji cage was packed with bmp sponges and placed into the disk space. Same size cage at 23 x 31 x 10 mm with 4 degree lordosis was appropriate for this level as well. This was packed with bmp soaked sponges and tapped into place..¿ patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.